Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 550:320:844:0000. The root cause was determined to be a disconnected speaker harness. The speaker harness was reconnected to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During the service evaluation by baxter personnel, a colleague infusion pump was found to have experienced failure code 550:320:844:0000. The root cause of this failure code was determined to be a disconnected speaker harness wire, indicating that the device failed to audibly alarm for this failure code. There was no patient involvement.. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.